Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) episodes. Upon examination, it was noted that these episodes were caused due to far field p wave oversensing on the right ventricular (rv) lead. Also, the r-wave amplitudes sensing have declined since implant. Physician suggested the rv lead may be dislodged. After further tests, rv lead dislodgement was not confirmed. The programming changes were not performed at this time. The patient was in stable condition.